Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a anti-tachycardia pacing and then a shock to this patient. There was an inquiry as to why this occurred as the rhythm appeared to be supraventricular tachycardia. Technical services discussed device operation regarding detection and zones. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.